Event description:
It was reported that during an angioplasty of a fistula in the left upper arm the balloon ruptured and the tip of the balloon detached. A 6 f sheath and a 0.035 guide wire were used for the procedure. It was believed to be on the 4th inflation of the balloon that it ruptured. It was reported that the pt had a large stenotic area and the calcification and plaque could have possibly contributed to the rupture. A 3 cc syringe was used to inflate the balloon, so to what atm's it was inflated is unk. The doctor tried to remove the complete delivery sys so the detached piece could be removed at the same time, but he was unable to as he could not get the balloon into the sheath. The pt was sent to a local hospital to have the delivery sys and the balloon removed. Subsequently it was reported that the pt did not require surgery to remove the device and that everything was removed in the ER. No injury to the pt reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample was not returned for eval as it was discarded at the user facility. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (information for use) states the following: waring: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (information for use) indicates the following: opti-plast xt peripheral balloon dilation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this prod for procedures other than those mentioned above.